Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A complaint was received regarding sigma pli xlk ins 3 10mm stating: clinical adverse event received for vascular - pulmonary embolism. All available x-rays were reviewed, and the complaint can¿t be confirmed. Visual inspection of the x-rays can¿t confirm the complaint as the x rays that are shown are pre operatives and do not show any implanted device. The complaint also describes that the event is definitely not related to device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for vascular - pulmonary embolism, event is serious and is considered mild, event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2021, date of event (onset): (B)(6) 2021; (right knee), treatment: oral medication: xarelto.